Event description:
It was reported that while in use on a patient, the stapler did not fire. As a result, a new stapler was used however the same issue occurred on the 2nd stapler and a 3rd stapler that was used. Therefore, a 4th stapler was used to successfully complete the procedure. No patient harm or injury. The patient status is reported as "fine". See associated mdrs #3003898360-2023-00993 and 3003898360-2023-00994

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 40 staples remaining in the cover block. The trigger was not engaged and there was no clear evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, but no staples fired. It was identified that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool and firing down correctly. Die casting anomalies were observed on the forming tool. The sample was returned to the manufacturing site for further analysis. Each stapler was fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it was unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate the issue of visistat regular staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that while in use on a patient, the stapler did not fire. As a result, a new stapler was used however the same issue occurred on the 2nd stapler and a 3rd stapler that was used. Therefore, a 4th stapler was used to successfully complete the procedure. No patient harm or injury. The patient status is reported as "fine". See associated mdrs #3003898360-2023-00993 and 3003898360-2023-00994.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.